Event description:
Reporter indicated a vns therapy system programming handheld computer displayed the message "not receiving bytes in sequence." Additionally, it was reported the handheld is no longer holding a charge. The programming system has been returned to the manufacturer and is pending analysis.